Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E1 initial reporter facility name: (B)(6) hospital e3: reporter is a j&j employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on april 17, 2024, the patient underwent an orif surgery for a humeral diaphyseal fracture. The surgeon measured according to the surgical technique, and the value was 240mm, so the surgeon chose the 8.5mm×225mm nail in question. Reaming was done up to 9.5mm. The nail and devices were assembled and checked before nail insertion, and there were no problems. The surgeon started inserting the nail. Because the bone was very stiff, the surgeon inserted the nail by rotating the device and lightly tapping the connected driving head. Since the nail appeared to be loose, the surgeon repeatedly tightening the connection with a wrench and inserted the nail up to appropriate position. The drill interfered in all proximal holes when a sleeve was attached and drilling was performed to insert proximal screws. The nail was removed once, and the nail and devices were assembled and rechecked. Then, the nail's connection part to the insertion device was deformed and the drill interfered in all holes. The surgeon opened another nail (7.0 mm×225mm) and used it for the procedure. That nail was inserted with no problems. The surgery was completed successfully within 30 minutes delay. The nail¿s connection part may have been deformed due to 2 reasons; the nail was lightly tapped in, and the connection part was tightened too strongly when the connection part became loose while inserting the nail by rotating. This report involves one (1) 8.5mm ti multiloc humeral nail right/cann/225mm-sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part number: 04.018.225s. Lot number: 6701p65. Manufacturing site: mezzovico. Release to warehouse date: 25 sep 2023. Expiration date: 01 sep 2028. A manufacturing record evaluation was performed for the sterile finished lot number, and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that multiloc hn ø8.5 r cann l225 tan showed a portion of the proximal tip connection has broken off and slightly deform. In addition, there is a crack right near the breakage. Fragment was not received. No other issues were identified. A dimensional inspection for the multiloc hn ø8.5 r cann l225 tan was not performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces or off axis likely caused during the attempt of connection or insertion process. Multiloc humeral nailing system stg (assemble insertion instrument) orient the insertion handle laterally and match the geometry of the insertion handle to the nail. Pass the connecting screw through the insertion handle and into the nail. Secure the assembly with the combination wrench. Precaution: the anatomic design of the multiloc proximal humeral nail (short) and the multiloc humeral nail (long) requires right and left versions. Nails are labeled ¿right¿ or ¿left¿. Using the incorrect version leads to instrumented drilling into the nail which may lead to subsequent premature implant failure. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the multiloc hn ø8.5 r cann l225 tan would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.